Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as the patient made a mistake, area not clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with vancomycin (1 gm, frequency not reported, ip) and monocef (500 mg, frequency not reported, ip). The root cause of the peritonitis was the attendant who performed capd therapy was not properly trained. It was not reported if the patient and attendant were retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing. It was not reported if the outcome for the event of peritonitis had resolved. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of break in aseptic technique and peritonitis and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.